Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nine days post implant the implantable cardioverter defibrillator (ICD) system was explanted due to infection. Five months later, the patient was implanted with a new system. No further patient complications have been reported as a result of this event.